Event description:
The customer reported to olympus, the hd autoclavable camera head user was performing an inspection and observed the error message e216 scope communication error. No image was displayed on the monitor screen. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable finding in b5, the device evaluation found fault when adjusting the cable unit, the cable had a cut and leaking was detected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Additional information was received from the customer stating that the procedure was diagnostic and was completed without delay with another camera head since the event was observed during inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, ¿e216 scope communication error was displayed, and no image was displayed on the monitor screen¿ was not reproduced. According to the device inspection results, leakage was observed in the cable unit. Therefore, it was determined that e216 error occurred because temporary communication failure occurred due to water immersion inside the cable, which resulted in short-circuit and corrosion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.